Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a "common failure alarm that will not clear". This condition had the potential to interrupt delivery. It is unknown when this event occurred or what department the event occured in. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a "common failure alarm that will not clear" was confirmed by baxter personnel. The root cause of this condition was confirmed to be failure code 94, which is a malfunction of the time and date in the configuration mode due to a depleted main battery. There were no repairs performed on this device as the device has been removed from service. Should additional information be received a follow-up medwatch will be submitted.